Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(4) 2013 at 1304, the device alarmed for end of infusion and a bolus delivery from the primary container was programmed to deliver a bolus rate of 999ml/hr, with a 989vtbi (volume to be infused), a vtbi exceeds warning is confirmed and a vtbi of 980ml was programmed, for a calculated duration of 59 minutes and the delivery was started. At 1304, an air in line alarmed occurred, the delivery stopped, alarm was silenced, cleared and the delivery started. Between 1307 and 1328, 8 air in line alarms and 1 callback alarm occurred, the delivery stopped, the alarms silenced and the delivery resumed. Between 1331 and 1334, 2 call back alarms occurred, silenced, cleared and the delivery resumed. Between 1337 and 1344, a distal occlusion alarm occurred 2 times, silenced, delivery stopped, a call back alarm occurred, cleared and standby mode entered, a check flowstop alarm occurred and the cassette was ejected. Between 1347 and 1348, a cassette was loaded, standby mode was cancelled and bolus delivery resumed. At 1413, the delivery was stopped. Between 1418 and 1443, standby mode was entered, the cassette was ejected, a check cassette alarmed occurred, a cassette was loaded, bolus delivery was resumed, a distal occlusion alarm occurred and was cleared. At 1450 pump was using ac power and battery charge began. At 1456, the delivery was stopped and the cassette ejected. At 1458 and 1501 channel callback alarms occurred and were cleared. At 1501 standby mode was entered. At 1548 pump was using battery power. At 2219, a depleted battery shutdown alarm occurred and the device was powered off. This report represents all the info known by the reporter upon query to hospira personnel.

Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the device was programmed to deliver normal saline, at a rate of 100ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that the patient was experiencing an altered level of consciousness, lethargy, confusion and unspecified ¿hypotensive issues¿ for a period of approx 24 hours. During that time, the customer contact indicated the patient was treated with unspecified fluid boluses, and that an unspecified computer tomography (CT) was to be performed on the following day. On (B)(6) 2013 at 1304, a new container of normal saline was hung and the device was programmed for a bolus delivery, at a rate of 999 ml/hr. At that time, the device alarmed for air in line, was silenced, and the delivery was started. The patient was then transported to the CT department. At 1307, while the patient was in the CT department, the device alarmed for air in line. At that time, the CT technician noted ¿numerous¿ champagne bubbles in the tubing set. It was reported that the technician silenced the alarm and restarted the delivery. After an unspecified length of time, the technician reported the device alarmed another two times for air in line, at which time the alarm was silenced and the delivery restarted. After an unspecified length of time, when the nurse returned to the CT department, the device alarmed for air in line. At that time, the nurse, stopped the delivery, disconnected the tubing set from the patient and removed the device from clinical use. At that time, there was no reported change in the patient¿s vital signs, respiratory or mental status. After completion of the CT scan, the customer contact reported the patient was returned to the nursing unit, where the patient was closely monitored. No medical interventions were required. At an unspecified time, the customer contact reported the patient¿s IV line was flushed, and therapy was resumed using a replacement device. The customer contact reported the results of the CT scan indicated air was noted in the cerebral sinuses. The customer contact indicated that there assumption is that the cause of the patient¿s change in mental status was due to air embolus. The customer contact indicated that when the pump was reset after alarming for air in line, it appeared that an unspecified volume of air passed through the cassette and to the patient. The customer contact reported that the patient continued to improve and reported the patient¿s condition as stable. Though requested, no add¿l info was provided.